Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was 144 mg/dl and an insulin injection was used to address the bg level. The customer changed the cartridge, infusion set tubing and site multiple times. While troubleshooting with tandem technical support, the customer change the supplies and resumed insulin delivery; the occlusion alarm did not reoccur. Reportedly, the customer had used cold insulin and indicated that air may have been introduced when the initial cartridge was filled.